Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the drive support cap was sticking out. Also there was crack on the back of the insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device received with detached end cap. Unable to perform the displacement due to detached end cap. Device received with broken reservoir tube lip, missing reservoir tube o ring, loose drive support disk, missing end cap sticker, stained address or serial number label and broken battery tube threads. The test infusion set and reservoir does not lock into place.